Event description:
Health professional reported a lap-band device was "eroded." At the time of explant the surgeon performed a "repair of [the] gastric fistula."

Manufacturer narrative:
(B)(4). The user facility sent voluntary medwatch #(B)(4). The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time, as the reporter declined to return the device. Therefore no analysis or testing has been done. Erosion and gastric fistula are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."